Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time.  Reason for reoperation: rupture.

Event description:
Healthcare professional reported right side "rupture". The device remains implanted.

Event description:
Healthcare professional reported right side "rupture." Healthcare professional additionally reported "hole, non-specific." The device has been explanted and replaced.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: ¿ rupture: observed, one opening on posterior side assessed as fold flaw opening. Additional observations: ¿ creases are observed. ¿ wear abrasion is observed. ¿ stress marks are observed assessed as non-penetrating nick. No further actions are required as the device was implanted. Additional, changed, and/or corrected data: b5, b6, d6b, d9, h3, h6.